Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded far field over sensing from right ventricular pacing on the right atrial channel. P waves were observed to be very small on trends and there were inappropriate atrial tachy response events due to the over sensing. Various programming options were discussed for this crt-d that remains in service. No adverse patient effects were reported.